Event description:
Additional information reported the last impedance measure had values between 800 and 960. It was also noted there was no allegation of product malfunction against the explanted lead. Outcome was still unknown. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the event resulted in in-patient or prolonged hospitalization.

Manufacturer narrative:
Additional information indicated the reported event date was the date the clinical study site became aware and not the date the event occurred.

Event description:
Additional information reported the event was resolved without sequelae.

Manufacturer narrative:
Concomitant product: product ID 39565-30, lot# 0207615833, explanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported the patient had infrascapular pain radiating to the right. No diagnostic tests were run. The lead was explanted and the event was ongoing. The event was not related to the implant procedure. Event outcome was unknown at the time of report. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.